Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent revision surgery due to two broken titanium precon rods. Initially, the patient had a t6 to ilium posterior spine fusion on an unknown date in 2016. At an unknown point in time, the patient bilaterally broke both rods. It is unknown how it was discovered. The rod was broken at the l3 and l4 level. The surgeon then contoured new rods and reconnected them to the existing screws from t6-ilium. The procedure was successfully completed. It is unknown if there was surgical delay. There was no patient consequence. This report is for one (1) 6.0 ti precon rod 50mm str len/400mm this is report 1 of 2 for (B)(4).